Manufacturer narrative:
This is a final report as the reported issue is associated with a delivery issue not a malfunction.

Event description:
Customer reported experiencing symptoms due to "not receiving her meter." Customer lost consciousness twice and experienced feeling "shaky, cold, and upset stomach." Customer did not receive third party medical intervention or treatment of any kind.